Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence as a result of a suspected fluid leak. The aus remains implanted and active.